Event description:
Caller alleged discrepant inratio2 results. Results as follows: (B)(6) 2013 patient was seen in emergency room for belly dissension; had CT scan which showed air and bm present. Date: (B)(6) 2013. Inratio: 3.4, lab: 6.89. Patient had bruising, so physician ordered venous lab draw. Tests were run on the same day; nurse was unable to provide exact time. No warfarin was taken the evening of (B)(6); 2.5mg of vitamin k was given at 6pm on (B)(6). Date: (B)(6) 2013, lab: 2.38. Warfarin continued to be withheld. Patient was not feeling well and was sent to the emergency room. The emergency room transferred patient back to the facility. Shortly after, patient had a b/p of 52/20 and was unresponsive. Patient was taken back to the emergency room where they expired. Nurse thinks it was not due to inr. Hospital diagnosis was renal insufficiency. Therapeutic range: unk. In-house rn called reporting nurse to obtain additional info on (B)(4) 2013. Nurse stated that the patient did not have an autopsy performed but was diagnosed at the emergency room with renal insufficiency; which was not new for the patient. Nurse also stated that the patient did not have a stroke or any type of bleeding. Patient had a history of chronic renal insufficiency and chronic chf. No death certificate was available. Case info was sent out for medical review. Medical review determined that given the patient's history of chf, renal insufficiency and prostate cancer, the fact that no stroke occurred and the patient's hct level on the day they expired, that the inratio product did not contribute to the adverse event that occurred. Medical review further determined that a hct level of 31.5 is consistent with a debilitated patient and does not suggest significant hemorrhage.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013. Inratio meter = 3.4 inr. Reference= 6.89 inr. Mean= 5.15. The calculated mean is >5.0 and the difference is greater than 2.2. And only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. A 2.38 inr was excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. In-house therapeutic donor testing has been performed on reported lot number: 300668 on (B)(4) 2013. Results as follows: donor: (B)(4). Inratio: 1.8, 1.9, 1.8 and 2.2, 2.5, 2.5. Reference: 1.65 and 2.50. Bias threshold: 1.05-2.05 and 1.50-3.50. %cv: 3.15 and 7.22. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Accuracy and precision criteria have been met. Functional testing was performed on the returned meter with passing results. Strip lot #300668 met accuracy and precision criteria. Visual inspection revealed no significant contamination on heater deck. Meter memory was reviewed. Customer's results were present on reported date. See below for investigation details. Investigation details: a strip investigation was performed on lot number: 300668, as indicated below. All replicates for both samples for strip lot number: 300668 are within the allowable bias. This passes accuracy criteria. No further action is required. For each pair of replicates for each sample on strip lot number: 300668, mean and standard deviations were calculated. All samples met the criteria for precision. (%cv was less than (B)(4)). No further action is required. Functional testing: functional testing was performed on the returned meter with passing results. Meter investigation (inspection): unit was then tested with thermometer sensing test during warming up to determine if unit's heater plate is within the standard specification (36.00-38.00 degrees celsius). Performed thermometer sensing test on both unit and thermistor. Measurements are as follows: thermistor a= 36.17 degrees celsius thermistor b= 36.41 degrees celsius. Visual inspection revealed no significant contamination on heater deck. Meter memory: meter memory was reviewed. Customer's results were present on reported date. Conclusion: analysis of the client's data ((B)(6) 2013) from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.